Manufacturer narrative:
Analysis of the provided files confirmed the issue. It was a temporary translation issue, related to the remote monitoring system, which could not be reproduced. No issue is suspected on the subject ICD the results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, the (B)(6) received, on 26 nov 2025, a transmission with english and french mixed: unknown markers - label of curves in english.